Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident sample has been requested, but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an abdominal perineal resection, the device jaws became locked during use. There was no pt injury. The site has indicated they have no additional info regarding the incident.